Manufacturer narrative:
(B)(4).

Event description:
It was reported that the leads were in the incorrect position by 2 mm. It was reported that due to the incorrect placement, reprogramming was not a viable option for resolving the issue. It was reported that the device had been turned off and was no longer in use. The pt was in discussion with his physician regarding a lead replacement. Pt reported that his other implantable neurostimulator (on the left side) was working well. Add'l info has been requested, but was not available as of the date of this report.